Event description:
The following information was reported: the patient was successfully closed with a mynx ace device. Approximately 30 minutes later, a grapefruit sized hematoma presented. Manual compression was applied for 20 minutes. The patient was not hospitalized due to the mynx device/mynx procedure. Procedure type: intervention coronary vessel size: greater than 7 mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1432204) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).